Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by paramedics due to hyperglycemia. Patient was on a ride at a water park and due to the pod falling off and the cannula dislodging, the patient's blood glucose levels reached over 700 mg/dl. Symptoms reported include chest pain and the patient had an asthma attach the patient was treated in the ER with insulin, intravenous fluids, ativan and steroids; she was released after spending 6.5 hours in the ER.